Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported about 2 months prior to (B)(6) 2018, the patient went in to the clinical because they were more spastic. The patient had bilateral pneumopathy which could explain the spasticity increase. The hcp increased the daily dose. Two weeks prior to (B)(6) 2018, as the patient was still spastic, the hcp increased the daily dose again. The patient went infor a refill on (B)(6) 2018. The pump indicated that 11.5 ml should have been removed, but the hcp only removed 0.5 ml. The hcp would ask the patient to come back in 2 weeks and would empty the pump to see if the removed volume was correct compared to what was expected. It was also reported that a possible infection would be explored, as this could explain the symptom return. The pump remained implanted and in service; surgical intervention did not occur nor was planned. When prompted for contributing factors and troubleshooting performed, the representative indicated "nothing observed." The issue was not resolved. The patient status was alive - no injury. No further complications were reported. Additionally, the representative stated that the only explanation would be that during the last refill (before (B)(6) 2018, a quantity of baclofen was injected out of the pump. Additional information was received. After refilling the pump, the patient was fine. Therefore, the hcp thought that a part of the drug could have been refilled out of the reservoir at the last refill. The patient's next appointment was scheduled for (B)(6) 2019.